Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the fitting for the ptfe tubing and the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported the generation of intermittent erroneously high ise (ion selective electrode) results on their au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.